Event description:
It was reported that during a lap. Supracervical hysterectomy procedure, the device's min. Button would not activate the device. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.